Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The host was replaced to address the issue and was returned for testing. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The host was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The replaced part was installed into a system and tested. The reported event was replicated. The capacitor on the convertor printed circuit board (pcb) was found to be non-conforming. The root cause of the reported event is attributed to nonconforming capacitor of the pcb. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console stopped suddenly during the inspection where it was confirmed that the ignition occurred and smoke came out from the concerned part. Procedure details and patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).